Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample and clamping indentations on the extension legs. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and were found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the distal end of the purple luer connector. A microscopic observation revealed a split in the extension tubing just within the purple luer connector, toward the outside of the extension leg. The fracture surfaces of the split were observed to be rough and exhibited cracks and beach marks, which are indicative of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking.

Event description:
The facility reported that the PICC was removed due to an external hole in the tubing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample and clamping indentations on the extension legs. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and were found to be patent to infusion and aspiration; however a spraying leak was observed emanating from the distal end of the purple luer connector. A microscopic observation revealed a split in the extension tubing just within the purple luer connector, toward the outside of the extension leg. The fracture surfaces of the split were observed to be rough and exhibited cracks and beach marks, which are indicative of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to an external hole in the tubing. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the PICC was removed due to an external hole in the tubing. No other information was provided.